Event description:
This event occurred outside the USA, in europe (france). On 21-nov-2024, the french subsidiary notified teoxane geneva of an adverse event. A patient was injected on (B)(6) 2024 with a total of 0.6ml of rha 4 in marionette lines using retrograde technique and a cannula 25g. The patient had a medical history of: lifting + blepharoplasty + lipolifting in 2021. Dental treatments few days before the adverse event. Approximately 5 months after the injection, (on (B)(6) 2024) the patient experienced an adverse event reported as "severe granuloma" by the injector in both marionette lines few days after a dental treatment. This diagnosis had never been confirmed despite reminders. However, considering the severity of the symptoms based on the pictures provided, this case was assessed reportable. The patient first visited her dentist who prescribed antibiotics (clamoxyl 2g, started on (B)(6) 2024, unspecified duration) and corticoids (unspecified name, 40mg, started on (B)(6) 2024, unspecified duration). Then without any improvement the patient went to her injector who prescribed a second course of antibiotics (augmentin, unspecified dosage, started on (B)(6) 2024, unspecified duration) and corticoids (unspecified name, 60mg, started on (B)(6) 2024, unspecified duration). On 21-11-2024, we received the information that since the initiation of the treatments, no improvement was noted. The local medical expert was contacted and recommended to inject a corticoid (kenacort 80mg). On 25-nov-2024, we received the information than the situation worsened few days after the kenacort injection. The local medical expert was informed and recommended to wait. On (B)(6) 2024, the patient saw another physician recommended by the injector and we received the information that the symptoms still persisted. The physician suspected a previous permanent filler injections and planned a follow-up visit. On 05-dec-2024, we received the information that, according to the hcp in charge of the treatment, the symptoms clearly improved which was visible on the pictures provided the next day. Patient was still being monitored and was continuing antibiotics and corticoids for 3 weeks to ensure complete resolution. According to this information the case was considered closed.

Manufacturer narrative:
According to the information received, this case seems to be linked to a delayed inflammatory reaction. Delayed inflammatory reactions may appeared weeks to months after injection, they are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They may be related to a delayed immune response or to a bacterial infection. They can be triggered by patient predisposition, trauma, vaccines, or infections. Moreover, in this case, another permanent filler was potentially implanted at the same place. In addition to increase the risk of infection of the area and in the absence of clinical data on concomitant placement of products, this constitute a misuse for which the safety and performance of teoxane product cannot be guaranteed. With medical treatment, symptoms can be quickly fully resolved, without sequelae. Finally, the risk of such reactions is mentioned in the instructions for use of products.